Event description:
It was reported that a cartridge alarm 16 occurred during the load sequence. There was no reported impact to customer¿s blood glucose level. The customer loaded a new cartridge and continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.